Event description:
The company was informed that the pt developed a skin flap infection at the implant site. The pt was treated with linco-spectin, rifamicine, quinolone, and amoxiclav. The pt underwent surgery to remove infected tissue. The infection reportedly resurfaced in (B)(6) 2011. The pt's device was explanted.